Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the x-rays revealed loosening of bone implant interface at the compress.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Medical product- zimmer trephine 15.5 mm catalog# 9986-40-23, zimmer trephine 16 mm catalog# 9986-40-24, biomet compress anchor plug 18 mm catalog# 178558, biomet compress nut catalog# 178512, biomet compress pin traverse 36 mm catalog# 178528, biomet compress sleeve/centering catalog# 178541, biomet compress spindle sm 28 mm short catalog# 178367, stryker knee how rotating hinge bump-neutral catalog#6481-2-130 lot# leb980, stryker ost mrs distal fem comp stan. Lt 65 mm catalog# 6495-2-030 lot#eljka, stryker ost mrs global extension 200 mm catalog# 6495-6-200 lot# eeynd, stryker knee how rotating hinge fem bushing catalog# 6481-2-110 lot# lec802, stryker knee how rotating hinge fem bushing catalog# 6481-2-110 lot# lec803, stryker knee how rotating hinge axle catalog# 6481-2-120 lot# ctd7250.

Event description:
It was reported patient may require a revision procedure due to implant loosening. No revision has been reported to date.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date.